Event description:
It was reported, the patient underwent aortic valve replacement surgery and received an (B) (4) masters series valve. Postoperatively, it was noticed, the valve would not open and close as expected and the patient's chest was re-opened and the valve was explanted and replaced with another manufacturer's valve. The patient is reported to be recovering in ICU. Additional information has been requested.